Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) had an infected pd catheter (not a fresenius product) and was transitioning to hemodialysis. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptoms of abdominal pain. As a result, a pd culture was obtained (in the outpatient pd clinic) which yielded and elevated white blood cell (wbc) of 2100 and streptococcus. The patient was treated with antibiotics intra-peritoneal (ip), per clinic protocol. Per the nurse, subsequently the patient was transitioned to hemodialysis for 2 weeks for respite, as they could not manage pd treatments on their own and reportedly had poor infection control. The nurse stated the patient reattempted pd therapy (date unknown). The patient had a repeat pd culture which revealed an increase in the wbc to 3,000 despite antibiotics for 2 weeks. The nurse indicated the patient did not recover from peritonitis, and that the pd catheter (not a fresenius product) was infected. The patient was subsequently changed (date unknown) to permanent hemodialysis for renal replacement needs. The nurse indicated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse directly attributed the peritonitis to a poor infection control technique and not wearing a mask (during the pd exchange).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) had an infected pd catheter (not a fresenius product) and was transitioning to hemodialysis. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptoms of abdominal pain. As a result, a pd culture was obtained (in the outpatient pd clinic) which yielded and elevated white blood cell (wbc) of 2100 and streptococcus. The patient was treated with antibiotics intra-peritoneal (ip), per clinic protocol. Per the nurse, subsequently the patient was transitioned to hemodialysis for 2 weeks for respite, as they could not manage pd treatments on their own and reportedly had poor infection control. The nurse stated the patient reattempted pd therapy (date unknown). The patient had a repeat pd culture which revealed an increase in the wbc to 3,000 despite antibiotics for 2 weeks. The nurse indicated the patient did not recover from peritonitis, and that the pd catheter (not a fresenius product) was infected. The patient was subsequently changed (date unknown) to permanent hemodialysis for renal replacement needs. The nurse indicated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse directly attributed the peritonitis to a poor infection control technique and not wearing a mask (during the pd exchange).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. It was reported the patient had poor infection control technique and did not wear a facemask during the pd exchange. The patient¿s pd culture yielded growth of streptococcus which is an organism that is known to colonize the human oropharynx. Therefore, the patient¿s peritonitis can be reasonably associated with poor infection control/not wearing a facemask , as reported by the patient¿s nurse.

Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) had an infected pd catheter (not a fresenius product) and was transitioning to hemodialysis. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptoms of abdominal pain. As a result, a pd culture was obtained (in the outpatient pd clinic) which yielded and elevated white blood cell (wbc) of 2100 and streptococcus. The patient was treated with antibiotics intra-peritoneal (ip), per clinic protocol. Per the nurse, subsequently the patient was transitioned to hemodialysis for 2 weeks for respite, as they could not manage pd treatments on their own and reportedly had poor infection control. The nurse stated the patient reattempted pd therapy (date unknown). The patient had a repeat pd culture which revealed an increase in the wbc to 3,000 despite antibiotics for 2 weeks. The nurse indicated the patient did not recover from peritonitis, and that the pd catheter (not a fresenius product) was infected. The patient was subsequently changed (date unknown) to permanent hemodialysis for renal replacement needs. The nurse indicated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse directly attributed the peritonitis to a poor infection control technique and not wearing a mask (during the pd exchange).